Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. There was no impact to the customer's ;blood glucose level. System check could not be performed with tandem technical support as the occlusion alarms were not occurring at the time of the report.